Manufacturer narrative:
Eval is in progress, but not yet concluded. The customer stated that he didn't feel comfortable shipping the battery to the manufacturer because it had evidence of a leak.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the battery was dead on the blood parameter monitor (bpm). As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.